Event description:
It was reported that while a patient was connected to the evita xl ventilator, the patient circuit become disconnected and the patient ultimately died. The customer claims they did not audibly hear the ventilator alarm. The customer has not alleged that t...